Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.